Event description:
The account's maintenance stated that the bed exit doesn't alarm when the bed exit is turned on with no one in the bed. The red led indicating bed exit power does turn on. No injuries.

Manufacturer narrative:
The account's maintenance found, when he unplugged the tape switches, the bed would alarm every time. He replaced the bed exit tape switches to repair the bed.